Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then powered off wile uploading the data. Customer stated that there was no information on the reports since 10/29/15. Customer did the upload again and was able to get the information. Customer would call back to troubleshoot the insulin pump. The device would not be replaced or returned for analysis.